Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal end/electrodes of the lead were bent. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was difficult to place and the distal coil appeared to be physically bent when the lead was removed from the body. It was also reported that the pacing and sensing was variable. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.